Event description:
The pt stated that he has had three infusion tubings tear since 11/15/06. The most recent occurred on 12/11/06. He stated he woke up in the morning and his blood glucose was 397 mg/dl. He stated his normal range is around 150 mg/dl. He stated he could not see the tear, but he could feel it with his finger nail. He stated he changed his infusion tubing and bolused to lower his blood glucose. He stated he did not have symptoms of high blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.